Event description:
Revision surgery - while implanting the retaining screw in the glenophere, the head of the retaining screw broke off. The head broke away before the torque had been reached on the torque limiting driver. Dr cut the tip off of the glenophere extractor so he could thread the extractor onto the glenophere. He removed the glenophere and had to replace the baseplate, and then went on to finish the case.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(while implanting the retaining screw in the glenophere, the head of the retaining screw broke off. The head broke away before the torque had been reached on the torque limiting driver. Dr cut the tip off of the glenophere extractor so he could thread the extractor onto the glenophere. He removed the glenophere and had to replace the baseplate, and then went on to finish the case.)". The previous surgery and the surgery detailed in this event occurred 2 years and 8 months apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for review. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to unknown reasons. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, prolonged overhead activities, inadequate soft tissue support, patient activities or trauma.

Manufacturer narrative:
See d4 expiration date and lot number, d10 and h4. Complaint has been evaluated and is similar to previous report number 1644408-2019-01273; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.